Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event date is an approximate date. Concomitant medical devices: 5071-53 lead, implanted: (B)(6) 2014, boston scientific 0154 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient experienced a pocket infection and erosion approximately six weeks after implant. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system and absorbable antibacterial envelope were removed. No further patient complications have been reported as a result of this event.